Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has broken start button and wasn't able to start the device. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Event description:
The customer contacted physio-control to report that their device has broken start button and wasn't able to start the device. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The pac performed a further evaluation of the customer's device. The reported issue of the device not powering on was confirmed. Root cause of the reported issue is dislodged rubber bumper. The rubber bumper was installed and the device functioned normally. The device was archived by stryker. The customer received a replacement device.